Manufacturer narrative:
The sample has not been received from the customer. The device history was reviewed with no issue noted. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A follow up MDR will be submitted should information become available that impacts this investigation. No additional action is necessary at this time.

Event description:
Manifold medical reported to smiths medical international that the male luer lock connection released from the tubing at the distal end during use, and causing the patient to bleed and have serious outcome. No additional information is available on patient status.